Event description:
Allegedly, patient was revised due to pain. Revision njr number: 4489044. Side: r. Primary asa: p2 - mild disease not incapacitating. Components not revised: profemur® l hip stem size 3 ha coated product ID: pha05506, lot ID: 511348822. Profemur® neck 8dg a/r short product ID: pha01232, lot ID: 511357101.